Event description:
Caller reported that pump malfunctioned after it had been dropped a couple of times over previous days. There was no adverse impact to customer's blood glucose level, which did not exceed 500 mg/dl. The customer was offered a replacement pump by technical support as the malfunction code could not be reset, but the caller declined interest in an out-of-warranty loaner pump and had no backup therapy available, indicating they would contact their healthcare provider.